Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2024-23129. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6004899 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). No escalation required. The batch 6004899 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, 10 reference samples 10 passed the test. Device history record (DHR) review: the packing lot 6004899 was manufactured according to the wi version 96 manufactured in the line multivac 14, on 09/jan/2024, with a total of (B)(4). Welding: the lot 4a00798 was assembled according to the wi version 33, machine ls24, ls25 and ls11 on 08-jan-2024, with a total of (B)(4) units each. The lot 4a00803 was assembled according to the wi version 33, machine ls06 and ls07 on 08-jan-2024, with a total of (B)(4) units each. Gluing of connector: the lot 4a00788 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 07/jan/2024, with a total of (B)(4) units. The lot 4a00789 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 08/jan/2024, with a total of (B)(4) units. The lot 4a00790 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 09/jan/2024, with a total of (B)(4) units. The lot 4a00793 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 11/jan/2024, with a total of (B)(4) units. The lot 4a00794 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 13/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6004899 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set blocked alarm event on 24-jul-2024, 25-jul-2024 and 26-jul-2024. The blockage was located at the site. No further information available.